Event description:
The hospital has previously reported an issue related to defective esu handpieces in which the replacement tips did not fit into the handpiece securely. The tips were falling out during surgery. All of the lot numbers were checked and the defective handpieces were removed by the company rep. Approximately one month later one of the defective lots was once again delivered to the hospital for use. They were removed from circulation and replacements were ordered. When the new products came in, they were the same defective lot number. Later, another esu handpiece lot number was found to be working intermittently and all of that lot number were removed from service. All lot numbers known to be defective were removed and handpieces were ordered from another company. To facility's knowledge, the manufacturer has not issued a bulletin or notice describing the defective devices or lot numbers to the hospital, though a company representative has informed the hospital the handpieces were "faulty".